Event description:
Product analysis of the patient¿s generator that was explanted on (B)(6) 2012 due to normal end of service was completed on (B)(6) 2013. Review of the programming/diagnostic history of the generator available in the manufacturer¿s database was included in the product analysis report which showed that high impedance with a dcdc=7 was observed on the generator implant on (B)(6) 2005. There were no other system diagnostic tests performed after this date for this generator. However, normal mode diagnostics were performed and were within normal limits indicating that the patient was receiving the intended therapy. The last normal mode test was performed on (B)(6) 2011. It appears likely that the high impedance was observed on date of surgery and troubleshooting was performed to resolve the high impedance, but there is no subsequent system diagnostic tests to confirm this. Normal mode diagnostics would not be expected to be within normal limits if the integrity of the vns system was compromised. No patient adverse events have been reported in relation to the high impedance on the date of implant. Follow up with the implanting surgeon revealed that the office staff and physician are not willing to find information from date of implant since it was back in 2005. No additional information will be provided by the site. Review of the patient's currently implanted generator that was implanted on (B)(6) 2012 reveals that system diagnostics are within normal limits with the same lead implanted in (B)(6) 2005.

Manufacturer narrative:
Review of manufacturing history records performed. Review of lead manufacturing history records confirmed all quality tests were passed prior to distribution.